Event description:
It was reported that the patient experienced intermittent paresthesia in different parts of his body for a couple days, and finally didn't felt paresthesia anymore. The device was interrogated and a high impedance value was seen. The hcp suspected a lead fracture, however no evidence of fractures was seen in an x-ray. The plan was to hospitalize the patient for 5-6 days for a system revision. It was noted that there was no patient injury. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that a lead fracture was confirmed during the revision procedure and the lead was replaced.

Manufacturer narrative:
(B)(4): lead model 3877-60, lot# 0205806710, implanted: 2012-(B)(6), explanted: 2012-(B)(6), (expected).

Manufacturer narrative:
Lead model 3877-60, lot# 0205806710, implanted: 2012-(B)(6), explanted: 2012-(B)(6), (B)(4).